Event description:
It was reported that after the device was implanted, the patient developed so much anxiety that she had to be admitted to the hospital from passing out. The patient was anxious about reprogramming and had assumed that if the next programming session doesn't work, she didn't have any options. The patient did not have therapeutic effect. The patient met with the company representative 9 days after implant and had reprogramming. The reprogramming helped, but the patient had pain in her feet. The patient was planning on attempting finding a physician to help with programming closer to home as it was several hours round trip. Additional information was requested.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy. They did not have a physician to follow up with but were provided with additional physician listings by the company representative. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was experiencing intermittent therapeutic effect post implant surgery of the implantable neurostimulator (ins). The patient had seven programming sessions in attempt to establish good therapeutic response and every time she received reprogramming, whether it was successful or not for the needed areas of pain, it would only last a maximum of 72 hours. The stimulation was also reported to have "moved" significantly. The patient's swelling had subsided. By the fourth week post-surgery, the "moving" of the stimulation area 72 hours of after programming was still occurring. In subsequent programming sessions it became more difficult for the programmer to find the areas where pain coverage was needed. The patient was feeling the stimulation, just not in the intended area 6 weeks post-surgery. It was reported that the patient had a second visit to the emergency room due to stress with symptoms of chest pain, shortness of breath, blurred vision and limbs that had gone limp. The patient had an appointment with her physician and was admitted to the hospital. Cardiac stress tests were done and it was reported that the chest pain and dizziness, which were still present, were not caused by the heart, however, the cause was still unknown. The patient reported her pain level was at a "9." She was not able to schedule an appointment with her physician until (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was 'constantly calling requesting to be reprogrammed. The patient had reported good paresthesia except in a small area.' It was reported an x-ray was performed and was 'completely normal.' Reprogramming sessions were reported as 'too numerous to mention.' Realistic expectations were discussed with the patient. At the last reprogramming session the patient had decided to keep her stimulator and receive further reprogramming sessions at a different facility. It was noted the patient's stimulation was not covering 20% of the patient's painful area. No patient injury was reported.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2012-(B)(6) explanted: na. Lead model 3778-60 (B)(4) implanted: 2012-(B)(6) explanted: na. Recharger model 37754 (B)(4). Programmer model 37744 (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).